Event description:
A (B)(6) with left heel pain post fell from 2nd story building 2 weeks ago, underwent left calcaneus orif. During the procedure, a drill bit broke about 20mm inside the pt. Md attempted to retrieve the piece of drill bit, however md was unsuccessful. Rep (B)(6) was notified and rep stated he would notify the synthes co.